Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 390-400 mg/dl; cause was unknown. Customer gave a correction bolus via the pump to address bg and went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital (B)(6) 2025 with the issue resolved and no permanent damage.